Event description:
It was reported that after completing ablation in an avrt (atrioventricular reciprocating tachycardia)/wpw (wolff-parkinson-white syndrome) procedure, when the physician was in the waiting period, the error 19 appeared in the carto 3 system. Just before the error appeared the bs and ic ECG¿s became extremely noisy and unreadable. Prior to the reporting of this issue, the clinical specialist rebooted the piu once without resolution. It was suggested to reboot the piu with all cables/catheters unplugged from the front of the piu. Once this was done, the cables/catheters were introduced one at a time. The noisy ECG signal symptom reappeared when the mapping catheter cable was plugged in. Mapping catheter cable was removed, and all remaining cables/catheters were plugged back in without reappearance of error 19. After this, it was recommended to replace the map catheter cable, once this was done, the catheter was plugged back in and signal quality remained good and no errors reappeared. The system was ready for use. Additional information was requested to the customer to obtain detailed information regarding the noise issue and it was confirmed that the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings in both systems at the same time. The physician was not able to interpret the signals making this event reportable.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once the repair record investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that after completing ablation in an avrt (atrioventricular reciprocating tachycardia)/wpw (wolff-parkinson-white syndrome) procedure, when the physician was in the waiting period, the error 19 appeared in the carto 3 system. Just before the error appeared the bs and ic ECG¿s became extremely noisy and unreadable. Prior to the reporting of this issue, the clinical specialist rebooted the piu once without resolution. As part of the troubleshooting performed, the catheter cable was replaced and the signal quality became good and no errors reappeared. The system was found ready for use. DHR review was performed. No anomalies were noted in manufacturing or service. The DHR associated with carto 3 #11730 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.